Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was not working. Patient was an elderly and confused. Attempts to obtain additional information were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.